Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with the scs ipg and external devices. Reportedly, the patient stated she had not charged the device in over ninth months. The patient's scs ipg battery was likely depleted and surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient had the scs ipg replaced with a new one. Stimulation therapy was reportedly restored postoperatively.